Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin ever squirt out instead of drip and scratches or damage on your screen. The customer¿s blood glucose was unknown. The insulin pump reject new battery, no delivery alarm and also had rainbow effect. The insulin pump will not be returned for analysis.